Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges one day the chair stopped his phone fell on the floor and when he dropped the phone he tried to bend over to pick the phone up and he fell out of the chair and allegedly broke his ankle. Consumer also alleges he has been stranded 7 times where he will be using the product for 10-20 minutes and the evo allegedly just shuts off no power and he is stuck. He alleged he had to call 911 more than once.